Event description:
On (B)(6)/2009, the patient reported that digits are missing on the display of her insulin infusion device. She stated she just inserted a new insulin cartridge and her device does not show '315' (units) as it normally does. She was instructed to remove the cartridge and try again to complete the 'change cartridge' procedure. She did so and her device then displayed an e10 (cartridge error) message. She stated she is using a "maxlife" battery and was advised of the proper battery type. She inserted a standard aa battery and tried to complete the 'change cartridge' procedure but her device again displayed an e10. She stated her device has not been dropped. The patient was assisted with switching to her backup device. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.